Event description:
It was reported by repair work order that the unit was raising on its own without user input. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.